Event description:
It was reported that a continu-flo solution set leaked during infusion. The device was leaking at the insertion site of the patient's arm. Reportedly, the collar of the set seemed to loosen on its own and then would need to be tightened again. The set was connected directly to an angio; the angio in use was a 22 gauge bd insyte. The nurse was notified of the leakage by the patient. The nurse then re-tightened the collar and restarted infusion. The lines were changed due to leakage. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.